Event description:
Reportedly, during a regular follow up on (B)(6) 2016, the device could not be interrogated using inductive telemetry (leds on the programming head were off). The same issue was also encountered using another programmer. Device data were previously transferred to the server through remote monitoring system on (B)(4) 2016. So, rf communication is working. Preliminary analysis confirmed the reported event. Following (B)(4) recommendations, a recovery procedure was successfully performed for this patient on (B)(6) 2016 and resolved the inductive telemetry issue.

Event description:
Reportedly, during a regular follow up on (B)(6) 2016, the device could not be interrogated using inductive telemetry (leds on the programming head were off). The same issue was also encountered using another programmer. Device data were previously transferred to the server through remote monitoring system on (B)(6) 2016. So, rf communication is working. Preliminary analysis confirmed the reported event. Following livanova's recommendations, a recovery procedure was successfully performed for this patient on (B)(6) 2016 and resolved the inductive telemetry issue.